Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01735.

Event description:
It is alleged that "[pt] received a cook celect filter on (B)(6) 2010. Alleged perforation, migration, fracture and embedment." Patient allegedly received an implant on (B)(6) 2010 via left common femoral vein due to deep vein thrombosis. Patient is alleging perforation, migration, fracture, embedment, pain, lifetime anticoagulant therapy and pulmonary embolism. Per a CT (computed tomography) scan of the chest, abdomen and pelvis dated (B)(6) 2017, ¿filter legs extend beyond the margin of the ivc to contact the 1st portion of the duodenum and right hepatic lobe." "Fractured ivc filter. A fractured filter leg appears within the right ventricle. Additional filter leg appears incorporated into an osteophyte arising from the t13 vertebral body. Consider interventional radiology consultation.¿ per lumbar spine and thoracic spine x-rays dated (B)(6) 2017, ¿no acute thoracic or lumbar spine fracture. Fractured ivc filter as above. Cannot exclude fractured filter fragment in the heart.¿ per an ir superior caval venogram dated (B)(6) 2017, ¿there appear to be two fractured legs/struts present. One of these fragments is posterior and inferior to the filter, overlying what is felt to be t12. On the comparison CT, this fragment appears to have been completely incorporated into a bony osteophyte suggesting that at least this fractured fragment occurred probably quite some time ago. The fragment in the heart is within the right ventricle, and is within the base of the right ventricle. It measures 2.2cm in size. The fragment appears to be embedded or at least tightly trapped within the heart muscle as it does not move around during the cardiac cycle with paradoxical motion. Instead it moves exactly along with the myocardium exactly.¿ per an x-ray of the chest dated (B)(6) 2017, ¿linear foreign body projected along the inferior margin of the heart as described. I would wonder about a fragment of ivc filter. There is an ivc filter in the intrahepatic ivc.¿ extraction of metal fragment from right ventricle operative report dated (B)(6) 2017, ¿at that time the right ventral could be inspected inside and the segment of wire was found tangled among the chordae tendon near the tricuspid valve and within the trabeculae in the right ventricle. This was extracted without difficulty.¿ per an ivc filter retrieval operative report dated (B)(6) 2017, ¿the filter was retracted and the sheath then removed. A postprocedure image showed that the filter was removed in its entirety. The fragment that was at the level of the vertebral body was incorporated into an osteophyte, and this was not in contact with the filter and, therefore, was not removed.¿